Event description:
Private resident alleges that while transferring her son that he fell out of the sling. Mother reports back pain from trying to catch her son as he fell. Son suffered no injury.

Manufacturer narrative:
On-site investigation was completed in 2008 by local distributor. Likolight was found to be in good condition. Some screws at base of lift were tightened and sling bar was replaced. Home owner (mother) would not recreate the incident and did not want to complete an incident report. Likolight is back in service at the home.